Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), headache ("headaches"), migraine ("migraines") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), headache ("headaches"), migraine ("migraines") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event medical device removal updated to event pelvic pain. Events: abnormal bleeding, migraines, headaches, auto-immune disorder, hypersensitivity symptoms added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial thermal ablation-(novasure). Assure tubal". The patient's medical history included pap smear abnormal, dizziness, head injury, hyperlipidemia, sinusitis, visual impairment, human papilloma virus infection, fatigue, arthralgia, adenomyosis and dyspareunia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), headache ("headaches"), migraine ("migraines") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy; bilateral salpingectomy; cystoscopy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, headache, migraine and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received : reporter information, medical history and event endometrial thermal ablation-(novasure). Assure tubal, were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.